Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a loss of therapy. There were no falls or traumas reported that could have been related to this issue. The patient wanted to know why the device stopped being effective. It was noted the patient had the leads checked and they were ok. The system had been checked as well and it was working properly. They had tried reprogramming the device but that was not effective. There was a sudden horrific neuropathic pain. The patient had been bed ridden since the pain started. Relevant medical history included spinal pain. No causes, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.